Event description:
It was reported that a patient was currently in the hospital in the intensive care unit (ICU) having an ¿overload of medication¿ which started within the last three days prior to the date of the report. The patient became unresponsive over the last two days. The patient had not had any bowel movements. The reporter mentioned that the patient was quadriplegic and had a colostomy bag, which was checked and no obstructions were found. The reporter also mentioned that the patient had only voided 100 cc of urine over the past eight hours, the patient had ¿some test with contrast,¿ and ¿they know contrast can cause issues with the kidneys.¿ the reporter stated that the patient had sedation and a colonoscopy ¿on monday¿ (2014-(B)(6)) and the changes in renal status had been since then. The patient was very confused and the reporter felt the pump needed to be adjusted because it was affecting the patient¿s confusion. The reporter stated that the healthcare professional (hcp) was supposed to send someone to turn the pump down but no one came; later the ICU nurse spoke with someone from the hcp office that stated they would come ¿to turn the pump down or adjust it however they need it.¿ the pump was used to infuse baclofen. No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).